Event description:
The patient reportedly experienced a loss of lock with his internal device. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. Surgery to explant the patient's device will be scheduled.